Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vein. A 5.0x40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed and the patient's status was good.